Manufacturer narrative:
Medtronic received the following information from the journal article entitled: early and mid-term mortality and morbidity of contemporary international endovascular treatment for type b aortic dissection ¿ a systematic review and meta-analysis https://doi.org/10.1016/j.ijcard.2019.09.071 hai-lei li, shanshan wu, yiu che chan, stephen w. Cheng, wei guod and jiang xiong international journal of cardiology 2020 volume 301. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A literature review of 92 studies published between identified talent stent grafts implanted in patients for thoracic endovascular repair of type b aortic dissections. The following events were reported: serious injury: stroke ischemia renal failure retrograde type a dissection secondary intervention open conversion aortic rupture cardiac arrest myocardial infarction cardiac tamponade aneurysm increase.